Manufacturer narrative:
There were no (B)(4) devices of lot number cf568138 in stock at the time of the complaint investigation. The device involved in the complaint was not returned for evaluation; therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided, a document based investigation was carried out. Prior to distribution, geenen pancreatic stents are subjected to visual inspection to ensure device integrity. A review of the manufacturing records for the (B)(4) lot # cf568138 did not reveal any discrepancies that could contribute to this complaint report. The precaution section of the instructions for use states that "this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended". It may be noted that the stent was in place for 4 months. Stent migration is a known potential complication as per the instructions for use. No corrective action is warranted at this time. A definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting and the device was not available for evaluation. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, cook (B)(4) could not reproduce the actual conditions of device usage. However, customer quality assurance will continue to monitor for complaint trends.

Event description:
The patient was suffering from chronic pancreatitis prior to stent placement. The stent was in place for 4 months. It is understood that the stent functioned as intended while in place. When the physician went to replace the stent (on the (B)(6) 2011), it was noticed that the stent had migrated to the papillary section. The physician tried to remove the migrated stent by ballooning and also by using a basket, but the migrated stent could not be removed. The physician placed another (B)(4) device next to the migrated stent and completed the procedure. On the (B)(6) 2011, the physician made another attempt to remove the migrated stent but the stent was curved into the pancreatic duct and it could not be removed by the balloon. The proximal and distal sides of the stent were stenosed and the device could not be inserted. The physician decided to keep the patient under observation. It is unknown if another attempt will be made to remove the migrated stent.